Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nailing of the femur, there was a malfunction of the aiming arm and the yellow trocar on (B)(6) 2018. Reportedly the patient was obese and the patient¿s fat got stuck between the aiming arm and yellow trocar. The fat would not let the trocar disengage from the 130-degree aiming arm, as such the three devices are currently stuck together. As the k-wire was not yet placed the surgeon was able to unscrew the aiming arm and slide the devices out. There was no additional medical intervention was required to remove the devices. Reportedly the patient was not harmed during the procedure. The devices were slid out of place but the fat was caught in the trocar as the surgeon tried to unscrew it got stuck in the aiming arm threads causing the devices to get jammed together. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.037.016, lot 9423682: manufacturing site: haegendorf. Release to warehouse date: may 11, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The manufacturing documents were reviewed and no complaint related issues were found. A product investigation was completed: per the technique guide, the returned buttress/compression nut is included in the trochanteric fixation nail advanced system and used to help with head element insertion. The returned nut was received stuck to the blade guide sleeve, as described in the complaint condition. The interior threads could not be visually inspected due to the parts being stuck together. A functional test could not be performed, however the complaint is considered replicated as the devices could not be separated. Dimensional analysis could not be performed because the threads are not accessible due to the devices being stuck together. The relevant drawings were reviewed. No material review reports (mrrs), non-conformance reports (ncrs), or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is likely that the deformation to the threads on the mating device, blade guide sleeve, led to the complaint condition; however it is also possible that the patient¿s obesity played a role in the devices becoming stuck together and the damage to the blade guide sleeve occurred during removal of the devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.